Manufacturer narrative:
Concomitant medical products: 02-020-14-0345 - truliant cr por fem cr por right sz 4.5, 6724408, 02-022-55-4545 - truliant por tib tray size 4.5f/4.5t, 6869625, 201-78-15 - holding pin mini sharp point 4 pk, 6891722, 521-78-23 - threaded pin size 2.3 collared 2pk, s045140, 521-78-32 - threaded pin size 3.0 collarless 2pk, 5440117, s265331, 521-78-36 - threaded pin size 5.1 collarless 2pk, s223293. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a male patient, initial right knee implanted on (B)(6) 2021, underwent a revision procedure on (B)(6) 2022, approximately 1 year 3 months post the initial procedure due to paint and synovitis. Some moderate wear was noted per surgeon. The knee was a little tight in flexion, so releases were performed and a thinner size 9mm insert was used with good rom and stability. The patient left in stable condition. Explant not available. No further information.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: the reason for the pain and synovitis leading to the revision reported cannot be determined from the information provided, but does not appear to be related to prosthesis wear as the provided images do not show signs of wear that are inconsistent with an implanted device. Contributing factors to the revision may have been high tension of the joint during flexion and inclusion of the implanted polyethylene component in the packaging recall.